Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 507645 implantable pacing lead, implanted: (B)(6) 2010; product ID: 5076-45 implantable pacing lead implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient presented after receiving two inappropriate shocks and hearing an alert tone. Upon further analysis, it was determined that the right ventricular (rv) lead experienced high pacing impedance of greater than 3,000 ohms, short interval counts (sic), and oversensing with noise resulting from a possible fracture. It was also noted that the rv lead had chronically elevated pacing thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.